Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that a scratch in the distal end and acoustic lens was found; also, foreign material in the forceps elevator wire was found. There was no patient involvement.